Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the tower door 3 had multiple failures. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 3 had multiple failures. A field service engineer re-tightened the wire harness connectors and applied carbon conductors to the micro switches to resolve. After reassembling all components, the customer tested the unit using the user application and was able to successfully recover the storage space without any further malfunctions. The system functioned as intended after the field service engineer repaired the device.